Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to close the jaw of the fenestrated bipolar forceps instrument. It was removed by the bedside assistant, who checked and found that one side was breaking. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure on (B)(6) 2025. There was no physical damage visible on the instrument.

Manufacturer narrative:
On subsequent follow-up, the site's clinical sales representative (csr) provided further information : a wire of 8mm fenestrated bipolar forceps instrument appeared to be defective. There was a broken/frayed cable. No material was missing or detached from the distal end of the instrument. There was no evidence of thermal damage or additional physical damage(s) other than the defective cable.

Event description:
Refer to h11 for follow-up information.